Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.

Event description:
After treatment with juvederm ultra plus with lidocaine in the jaw area, the patient experienced abscess at the injection site that did not heal properly. The patient now "has a retracted scar with significant deformity of the right lower chin and will require reconstruction." Clindamycin was prescribed orally to the patient.